Manufacturer narrative:
Additional information received on 31 january 2017 and includes: the surgeon just increased height of poly. Batch review performed on (B)(6) 2017. Lot 110058: (B)(4) items manufactured and released on (B)(6) 2011. Expiration date: 2016-02-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in complaining of instability. The surgery swapped the poly. The surgery was completed successfully. X-rays and explants are not available.